Event description:
Revision of total knee for pain.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving mrh femoral component was reported. The event was confirmed through visual evaluation of the provided photograph. Method & results: product evaluation and results- the reported device was not returned however photographs were provided for review. The photographs show a recently explanted device with fractured mrh femoral component. The femoral component is attached to a stem. Bone cement is visible on the inferior side of the femoral component. A bumper and axle is also visible in the photograph. Clinical review: no medical records were received for review with a clinical consultant. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event of crack/fracture of the femoral component was confirmed through visual evaluation of the provided photograph. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mrhk fem distal blk 10mm s; cat # 64811210; lot # llhuu, mrhk fem distal blk 10mm s; cat # 64811210; lot # lkz1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Revision of total knee for pain.